Event description:
Info received indicates the brake casters are not locking in brake. The casters will continue to roll slightly.

Manufacturer narrative:
The tech found the brake casters could no longer be adjusted. He replaced the brake casters to repair the bed.